Event description:
The initial reporter stated they received discrepant results for one patient sample tested with tina-quant hemoglobin a1cdx gen. 3 on a cobas c 303 analytical unit. The sample initially resulted in an hba1c value of 9.61 %. The patient complained about the value, so the sample was repeated. The sample was repeated on 29-dec-2024, resulting in a value of 7.45 %.

Manufacturer narrative:
The hba1c reagent lot number was 79304301, with an expiration date of 31-aug-2025. Precision studies were performed, but precision was poor. The field service engineer adjusted the rinse arm assembly cell wash. The sample probe, lamp, and reaction cells were replaced. A hardware check was performed and recovered within specifications. The investigation determined the service actions resolved the issue.